Manufacturer narrative:
Product available to stryker. An event regarding assembly issue involving a mako impactor was reported. The reported event of the blue plastic piece not going into the impactor was not confirmed as the device was not returned for evaluation. The device was noticed prior to using in surgery; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Tibial impactor: the blue plastic piece would not go into the impactor, therefore we were unable to use it and had to use a backup. Pka case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Tibial impactor: the blue plastic piece would not go into the impactor, therefore we were unable to use it and had to use a backup. Pka case.